Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument/power tool and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
Facility reported: during a podiatry case, the casing for the battery was not connecting with the battery. Another casing was used to complete the procedure with no further problem, no harm to patient. No delay in the procedure was reported, device did not have any contact with the patient.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal wear from use over time.